Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #s: (B)(4), description: 30 cm. Splitter kit the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was explanted due to the physician confirming infection at all three surgical incision sites. The sites were inflamed with swelling, heat and redness. It was also reported that the patient had a fever. The physician does not feel it is device related but related to the surgery. The patient was given intravenous (vancomycin) and oral antibiotics.